Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode under the silicone overmold, likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient went to the clinic on (B)(6) 2018 to report a loss of hearing sensation with the device on (B)(6) 2018, which had occurred suddenly. There was no accident or trauma reported. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to the clinic on (B)(6) 2018 to report a sudden loss of hearing sensation with the device since (B)(6) 2018. There was no accident or trauma reported. The implant side presented to be healthy with no redness or swelling. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. A sudden loss to sound and hi channels in telemetry were reported, but no telemetry measurements were received, which show the reported hi channels. However to determine an exact root cause a device investigation of the explanted device is necessary. Despite requested no further information has been received.

Event description:
The user went to the clinic on (B)(6) 2018 to report a sudden loss of hearing sensation with the device since (B)(6) 2018. There was no accident or trauma reported. The implant side presented as healthy with no redness or swelling. Re-implantation is considered. Additional information has been requested from the field, but none has been received.